Event description:
It was reported that the right atrial (ra) lead had oversensing during implantation. It was also reported that the ra lead had high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.